Event description:
On (B)(6) 2016, a dental professional reported a case of a patient who required tooth extraction. This patient, a male (age not specified) had a crown made from 3m espe lava ultimate cad/cam restorative for cerec on tooth #13. The crown was seated on (B)(6) 2012; it was extracted on (B)(6) 2015. No other details on why it was deemed necessary to extract the tooth were provided to 3m.